Manufacturer narrative:
Lot # unknown as not provided. (B)(4). The event is currently under investigation.

Event description:
This (B)(6) male patient in the spiral-z post-market registry was noted to have clinical signs indicative of lower extremity ischemia 157 days post procedure (procedure date (B)(6) 2015). The patient was being treated for an aortoiliac aneurysm (aneurysm diameter was not provided). The proximal neck had a parallel shape with no plaque/thrombus. The bilateral iliac arteries had moderate tortuosity, mild occlusive disease, and mild calcification. The patient received a 13 mm x 56 mm left iliac leg, and a 13 mm x 56 mm right iliac leg. No information regarding the main body device was provided. There was no difficulty deploying any of the devices. No iliac extension devices were used. A molding balloon was used but no details were provided regarding its use. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, endoleaks, or thrombus. On (B)(6) 2015 (28 days post procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration. No evaluation regarding endoleaks was provided. No additional follow-up visits have been reported. No further information regarding treatment, patient condition or intervention has been provided. On (B)(6) 2015 (157 days post procedure), the patient experienced clinical signs indicative of lower extremity ischemia. The specific symptoms were not provided. No information regarding treatment or outcome was provided.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: per the IFU: "access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization; adverse events: bowel complications, claudication (e.g., buttock, lower limb); embolization with transient or permanent ischemia or infarction; genitourinary complications and subsequent attendant problems patient counseling: device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for re-intervention and open surgical conversion, rupture and death; physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg". Ischemia related to thrombus or kinking,can occur for numerous reasons including genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, narrow inner iliac lumen, vessel damage, and rough surfaces. Clinical factors that may have contributed to the reported event include the patient's history of moderate, bilateral iliac tortuosity and location of graft placement and graft sizing; however, based on the information provided and results of the investigation a definitive root cause could not be conclusively determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported from the clinical study that this patient was noted to have clinical signs indicative of lower extremity ischemia 157 days post endovascular aneurysm repair (evar). The specific symptoms and additional information regarding treatment or patient outcome were not provided.